Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was returned and was found to have a broken blade. The blade broke at roughly the mid-point. A piece approximately 0.405" x 0.085" was found to be broken off and the broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the harmonic ace instrument was stuck and broken right when removing the instrument from the tissue. The fragment fell inside the patient and were retrieved during the same procedure. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer retrieved the fragment with the instrument immediately during the same procedure because it was visibly seen. The nurse said there was no extra surgery. The tip was removed with the instrument right after it was stuck. The instrument did not collide with any other instruments or other hard material. No post-operative complications identified. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.